Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-813 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: postop visit date: 2007 (B)(6) ae onset date: 2007 (B)(6); ae description: c/o neck pain <(>&<)> headaches possibly due to activity. Patient was advised to limit activity, continue her neck collar. Lortabs changed to percocet on 2/14/07 medication: yes; other treatment: limit activity additional treatment: lortab tid <(>&<)> valium hs description: improved at 6 week follow up, using pain med once daily post op visit date: 2007 (B)(6) additional comments: comment section should read: patient complains of pain to area near tip of spinous processes c7-->t1 and intermittent minimal right arm tingling post op visit date: 2007 (B)(6) film review: degenerative changes at the 4-5 level. Flex-ext views demonstrate pt. Is straight in neutral position mild forward movement mostly at 4-5 level in flex. With ext., mostly capital extension c3; additional comments: c/o tightness <(>&<)> tenderness in the area of c7 <(>&<)> is not taking pain medication post op visit date: 2007 (B)(6) description: film review: minimal anterior subluxation of c4-on c5 seen no significant change from previous study of (B)(6) 2007; additional comments: c/o some neck pain (frequency 3, intensity 3) arm pain occurs when using computer for long periods of time (frequency 1, intensity 1) no analgesics required. Perpi, pain is remarkedly improved from pre-op. Post op visit date: 2008 (B)(6) medication: yes; other treatment: xrays additional treatment: patient advised to take nsaids and have c-spine xrays done. Probably just strained description: pt. Called on (B)(6) 2008 c/o neck pain since golfing 1 1/2 weeks before. ; additional comments: await physician's comments regarding xrays post op visit date: 2008 (B)(6) additional comments: patient has very minimal intermittent neck pain and rare transient arm discomfort. Only when patient over does it to an extreme does this happen. Post op visit date: 2010 (B)(6) additional comments: still reports neck is bothersome even to a minimal extent if pt overdoes in terms of physical activities post op visit date: 2012 (B)(6) other treatment: chiropractor additional treatment: chiropractor description: pt states neck pain when "overdoes it with extreme exercise".